Event description:
It was reported that during a prostatectomy procedure, it is alleged that the clips did not form correctly when the instrument was fired. A new one was opened from a different batch which worked with no problems at all. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results of the instrument found that it was returned with the cartridge cover out of position. The instrument was cycled and ejected the 4 clips due to the cartridge cover condition and then, any clips were fed. In order to evaluate the device's internal components the device was disassembled. Upon disassembling of the device the feed bar was found to be bent leading the found feeding issues. No conclusion could be reached as to what may have caused the findings. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.